Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl while wearing the pod. The patient was unable to see their blood glucose levels on their controller as they were using a pod that was not compatible with the sensor being worn. The patient had removed and discarded the pod prior to seeking medical attention. Once at the hospital the patient had a blood test administered. The patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after a few hours.